Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading multiple cartridge with insulin. The customer reported blood glucose level was "normal". Prior to calling tandem technical support, the customer was able to load a new cartridge successfully and received an accurate fill estimate.